Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 28.1 mmol/l. Cause was not known. The customer took corrective action by administering a correction injection via multiple daily injections, following technical support's instructions to inspect various components without finding any issues, and was advised to replace supplies as necessary and consult with a healthcare professional for further guidance. The customer agreed to monitor blood glucose levels and reach out for further assistance if needed.